Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele/rectocele and sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence and bleeding. It was reported that patient underwent mesh excision and miniarc implant on (B)(6) 2008 due to rectocele, extrusion and recurrence of incontinence. It was reported that patient underwent mesh excision and bsc lynx implant on (B)(6) 2013 due to erosion and recurrence of incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).